Event description:
Dealer is stating that the end user called stating that the crossbrace broke where it bolts together, while she was in the kitchen. End user heard a cracking sound and transferred into another chair.